Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): testing confirmed the "ok","up" and "down" keys display intermittent response to button presses. The keypad was removed to investigat eand evidence of keypad contamination was located under "contrast","up","down" and "ok" contact button. The audio bolus button was torn. Unrelated to this complaint, visual inspection revealed a battery compartment crack from threads to case seal.